Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis of general surgery procedure. The procedure was completed as planned by restarting the system. It was reported to philips that the system gave an alert indicating the x-ray tube was too hot, preventing the footswitch from triggering x-rays, impacting imaging. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer and customer stated that the footswitch would not trigger x rays due to an alert that the x ray tube was too hot. Error logs showed the system had stopped x ray generation (rmt - xgen: tube overload buzzer activated - frontal) to allow the tube to cool and protect the tube/generator. The rse concluded the condition was likely caused by prolonged fluoroscopy or multiple long procedures. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and ran diagnostics with the operator control input tool and found button 2 on the pedal responded intermittently. The command configuration was changed to enable acquisition via button 3, and scialytic functionality was limited because the footswitch was defective. To resolve the issue fse replaced footswitch. The defective part was sent for analysis, for footswitch failure analysis shows no failure but additional issues were identified including corrosion and paint damage, multiple small cuts on cables, and missing anti-slip components. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of x-ray during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the x-ray loss issue may resolve, allowing for continuation and completion of the procedure. A loss of x-ray happened, and the procedure resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the x-ray tube was too hot, preventing the footswitch from triggering x-rays, impacting imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.